Manufacturer narrative:
Of the five malfunctions, one lot number was provided, and a lot history review will be performed. One device has been returned to bd for evaluation; the evaluation identified break. Another device is pending return. The company is still investigating the issue at this time. For the remaining malfunctions, the devices have not been returned for evaluation; therefore, the investigations are inconclusive for the break as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced a break. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the five malfunctions, two patients were female and one was female ranging between 3 to 10 years-old with one weight provided as (B)(6). The remaining patients¿ age, weight, and gender were not provided.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced a break. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the five malfunctions, two patients were female and one was male ranging between 3 to 10 years-old with one weight provided as 12 kg. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the five malfunctions, one lot number was provided, and a lot history review will be performed. One device has been returned to bd for evaluation. The company is still investigating the issue at this time. For the remaining malfunctions, the devices have not been returned for evaluation; therefore, the investigations are inconclusive for the break as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: b5, g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the five malfunctions, one lot number was provided, and a lot history review will be performed. One device has been returned to bd for evaluation and upon investigation, it was confirmed for the alleged malfunction however, the definitive root cause of the alleged malfunction could not be determined. For the remaining four malfunctions, the devices have not been returned for evaluation; therefore, the investigations are inconclusive for the break as no objective evidence has been provided to confirm any alleged deficiency with the devices. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced a break. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the five malfunctions, two patients were female and one was male ranging between 3 to 10 years-old with one weight provided as 12 kg. The remaining patients¿ age, weight, and gender were not provided.